Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during the stent placement procedure in the superficial femoral artery via contralateral approach, the stent allegedly deployed partially. It was further reported that the tip of the catheter allegedly broke and stayed inside the patient. The tip was retrieved via a snare. There was no reported patient injury.

Event description:
It was reported that during the stent placement procedure in the superficial femoral artery via contralateral approach, the stent allegedly deployed partially. It was further reported that the tip of the catheter allegedly broke and stayed inside the patient. The tip was retrieved via a snare. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on evaluation of the returned delivery system it is confirmed that the user could only partially deploy the stent. A force transmitting component of the delivery mechanism was found broken which resulted in impossibility of complete stent deployment. Further use of the deployment mechanism was considered to have led to blockage and deformation and subsequently to the guidewire getting stuck. The distal end of the guide wire was found broken and the distal end of the partially deployed stent was found fractured; these issues were also considered being consequences of the failure of complete stent deployment and the removal process of the delivery system including the partially deployed stent. Based on evaluation of the sample returned the reported impossibility of complete stent deployment as a result of a broken a force transmitting component is confirmed. Break of a distal catheter segment, fracture of the distal stent segment and the guidewire getting stuck are considered being cascading event of the initial partial stent deployment. A definite root cause for the break of the force transmitting component could not be determined. Labeling review: in reviewing the relevant labeling for this product, potential risk was found to be addressed. The instructions for use states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Potential contributing factors were found addressed: "do not constrict the delivery system during stent deployment. (...)" Regards accessories and pre dilation the instructions for use states: "pre-dilatation of the lesion with a balloon dilatation catheter is recommended." And "(...) The following standard materials may also be required to facilitate delivery and deployment of the lifestent® 5f vascular stent system (...) 5f (1.67 mm) or larger introducer sheath, 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire." Correct stent deployment is described; in particular the instructions for use states: "gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment", and "hold the green stability sheath. Do not hold or touch the brown moving sheath." The instructions for use further states: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." H10: d4 (expiry date: 06/2023), g3, h6 (device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.